Manufacturer narrative:
The local dräger s&s organization has further investigated the topic in the hospital. It could be determined that a non-recommended reprocessing method is being used. This method incorporates that a specific gas sterilizator is connected to the inspiratory port of the device which applies a suction flow that takes ionized gas through the machine. This suction flow causes a slight dislocation of the piston diaphragm during the reprocessing act which later results in wrinkling of the diaphragm during ventilator piston movement. These wrinkles cause accelerated material deteriorations ending up in cuts and leakages and finally in the ventilator failure.

Event description:
It was reported that the device exhibited a ventilator failure during use. The event did not lead to consequences for the patient.

Event description:
It was reported that the device exhibited a ventilator failure during use. The event did not lead to consequences for the patient.

Manufacturer narrative:
A dräger service engineer has inspected the device on-site and detected a cut in the ventilator diaphragm; the reported ventilator failure can be confirmed. The diaphragm has been replaced, and the workstation was returned to use. The mechanism of the malfunction can be explained as follows: the device facilitates a piston ventilator; the chamber for the breathing gas is formed by a cylindric diaphragm that rolls axially during piston movement. It is kept in place by vacuum pressure applied to the outer side of the diaphragm, this shall prevent from wrinkling during piston movement and from potentially blocking the ventilator operation when dislocated. If the diaphragm exhibits a puncture, the vacuum pressure gets lost. The auxiliary vacuum pressure is also needed to actuate the valves that control the ventilation cycles. The device is designed to force a safety shut-down of automatic ventilation when the vacuum pressure is out of range - this is to protect the patient from potentially hazardous output and to prevent from severe damages to the ventilator unit. The device generates a corresponding ventilator failure alarm and switches to man/spont ventilation; patient support via the built-in breathing bag is further possible, and the monitoring functionalities remain unaffected. Dräger concludes that the device behaved as specified for the particular error condition. Remark: the hospital has reported similar cases to dräger recently. As per current investigation results, the manufacturing of the diaphragms themselves or the initial installation during assembly of the atlan units can be excluded as a potential root cause for the premature failures. The local dräger s&s organization is further investigating the topic in the hospital since the handling in the hospital during reprocessing and reassembly into the device must be taken into consideration as a contributing factor.